Manufacturer narrative:
Evaluation of the AED and review of its log files determined that the device was stored at excessively high temperatures during the summer months. According to the device instructions for use, the AED should be stored in a clean, dry environment under moderate temperature conditions. The device attempted to alert the user to the improper storage conditions by flashing a red asi indicator and displaying a service code. The customer's failure to promptly respond to the red asi warnings contributed to reduced battery life expectancy.as a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.